Manufacturer narrative:
Issue was not able to be duplicated by hill-rom tech, and no malfunction of the bed was found.

Event description:
It was alleged the nurse station was unable to hear the pt when nurse call was placed. No injury reported.